Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws would not open after sealing vessels. Surgical scissors were used to cut the device out of tissue. A new device was used to complete the procedure. Questions were asked to the site regarding the incident and no further information is available.